Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During training, the autopulse platform (sn(B)(4)) displayed "system error, out of service, revert to manual CPR". There was no patient involvement.